Event description:
The patient's guardian device reached end of service prematurely. Eos was reached 4.6 years after activation when 6 years is expected. The patient will decide whether to replace the device in consultation with doctor. The patient and doctor are aware of this issue.